Manufacturer narrative:
H3: analysis of the 37612 activa implantable neurostimulator (serial number (B)(6)) revealed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unable to charge the implantable neurostimulator (ins). The charging process would immediately disconnect after connecting. The patient was able to charge the device with an old recharger, but the connection was not optimal. During troubleshooting, a wireless demo recharger and the patient's brand-new recharger were used, but they were unable to charge the ins. The ins was replaced as an intervention. No patient complications have been reported as a result of this event.